Event description:
It was reported that patient presented to clinic with driveline communication errors that started on saturday. Log files were submitted for review. The log file confirmed the driveline communication fault alarms starting on 26jul2025. The system controller and the modular cable were exchanged and the issue resolved. Additional log files were sent for review and confirmed the driveline communication fault alarms did not return. Submitted photos of the exchanged modular cable inline connector were unremarkable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file revealed a driveline communication fault alarm activates on 26jul2025, 22:30:04. The alarm is associated with a communication_a fault. The alarm remains active until the driveline is disconnected on 28jul2025, 12:05:19, consistent with the reported system controller exchange. The returned modular cable, lot 7446510, was functionally tested with the returned system controller and found to operate as intended during analysis; no alarms were reproduced. The modular cable ran with the system controller for an extended period without any notable alarms activating. The modular cable wires were tested for conductor breakdown, and multiple wires were found to have high resistances. The outer layer was stripped, and the green com a wire was found to be kinked and almost severed. The wire was tugged slightly and became severed. Damage to this wire is consistent with the reported alarm. Additional information provided stated that the alarm resolved after the controller and modular cable were exchanged. The root cause for the reported event was determined to be wire fatigue in the modular cable communication wire. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.